Event description:
Rn noted arterial line wave form dampened. Found IV pump drip chamber full (unexplained as it had been half full previously). IV pump alarmed air in cassette once which was resolved, then no alarm occurred. Arterial line clotted and was lost. Premature infant on mechanical ventilation now requires sticks for blood work.